Event description:
O.r. Said unit self-activated on cut during two different cases, one right after the other. Megadyne pencil was sitting on top of unit. No patient injuries. Biomed checked unit out and found no problems. This report is for case number one.